Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer kept freezing when attempting to interrogate a device. It was noted however that the fan was noisy. All found defective parts were replaced and all other identified issues were resolved, and the hard drive was reconfigured and the software reloaded as a preventive measure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was not working. Followup information indicates the programmer kept freezing when attempting to interrogate a device and only way to free it up was to turn it off. The programmer was returned for service. There was no patient involvement.